Event description:
The generator was received for analysis. Analysis of the generator was completed on (B)(4) 2013. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported that the patient has been manipulating the device through the skin. X-rays confirmed that the device was intact. The x-rays were sent to manufacturer for review. Review of x-ray did not identify any migration of the device. It was reported that the nurse practitioner can feel movement of the generator. The patient was referred to surgery to move the device to the patient's back to prevent patient manipulation of the device. The patient underwent generator replacement on (B)(6) 2013. The new generator was placed on the patient's back. Attempts to obtain additional information have been unsuccessful to date. The generator has not bee received to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no device migration noted.